Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported patient is having pocket site pain due to size of the ipg. Surgical intervention may be pending to address the issue.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.